Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00084: case 1; 3025141-2019-00085: case 2; 3025141-2019-00094: case 3; 3025141-2019-00096: case 5.

Event description:
Following implantation of an acutrak screw, the patient, an athlete, experienced delayed wound healing proximal to the screw insertion site. Resolved at 3 weeks postoperatively. Case 4. From: article: headless compression screw fixation of jones fractures. Nagao, masashi; saita, yoshitomo; kameda, so; seto, hiroaki; sadatsuki, ryo; takazawa, yuji; yoshimura, masafumi; aoba, yukhiro; ikdea, hiroshi; kaneko, kazuo; nozawa, masahiko; kim, sung-gon. American journal of sports medicine, 2012, vol. 40, no. 11, 2578-2582.